Event description:
It was reported that the caller experienced a cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer technical support provided complete pump reset information, guiding the caller through the reset process, which resolved the issue as the pump stopped displaying the error code, allowing the caller to successfully start their sensor session.